Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# v805614, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v741122, implanted: (B)(6) 2012-, product type: lead. Product ID: 3888-56, lot# v723674, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v664925, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patients extension was implanted past the use by date. There were no complications reported.